Event description:
Follow up information identified the patient is receiving effective stimulation and issue has been resolved.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced and in addition the physician removed some scar issue.